Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure the right ventricular (rv) lead helix would not retract. A laser sheath was used and once the lead was explanted, tissue entangled in the helix was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage during use. The analyst noted that only the distal segment was returned. According to the reported and the analysis results, it is likely that the helix bent and tissue on helix preventing torque transfer to retract the helix during an upgrade procedure. If information is provided in the future, a supplemental report will be issued.